Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a hole in the hose, failed for noise and had low rpms. Therefore, the reported conditions were confirmed. It was determined that the hole in the hose was due to allowing the hose to come in contact with a sharp object. It was determined that the hole in the hose caused the low rpms. It was determined that the noise was due to a damaged locking mechanism. The assignable root cause was due to component damage from misuse abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a hole in the hose, a low rotations per minute (rpm) and a higher than acceptable sound level at 120 pounds per square inch. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.